Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 145 mg/dl. An infusion tubing change was performed and the occlusion alarms continued. Reportedly, the customer had overfilled their current cartridge. Tandem technical support advised the customer not to overfill their cartridge. The customer reloaded their cartridge and did observe insulin dripping out of the infusion tubing during the load fill tubing sequence. During a follow-up, it was reported an infusion set site change was performed and no additional occlusion alarms occurred.